Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review and during the initial functional testing. Temperature sensor cable was replaced to remedy the fault. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, a seized brake gap was observed. Drive train motor was replaced to address the issue. During functional testing, the platform displayed (ua) 41 upon powering up, thus confirmed the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 41 occurred on the reported event date. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Event description:
During shift check, autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message on power on. Per the customer, error message was occurring intermittently in the past. There was no patient involvement reported.